Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 8.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed and another 10.0 x 40, 75cm mustang balloon catheter was advanced; however, during the initial inflation, the balloon also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.